Manufacturer narrative:
H10 per good faith effort (gfe) response, the oxygen pressure provided by the customer was lower than the minimum requirement of philips. The input oxygen pressure was tested, and the reported issue was confirmed to be due to a user error. It was verified that the device operated as intended. The device passed the required performance verification tests per philips standard and was returned to service. H11 the device was not in use on a patient at the time the reported issue was discovered.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed an abnormal oxygen pressure alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer reported that the oxygen supply pressure of the hospital is normal, and they need a field service engineer to visit the site for testing.

Manufacturer narrative:
E1 reporter phone number - (B)(6)